Manufacturer narrative:
The field service rep determined the cause to be blocked waste tubing and removed block in tubing. To verify analyzer performance he performed mechanism checks and ran pt samples.

Event description:
User reports a leak coming from the analyzer, which leaked onto the floor and into the walkway. No erroneous or discrepant pt results were generated due to the leak, and the operator was not harmed.